Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to noise on the rv channel. During follow up, the physician was able to reproduce the noise with pocket manipulation of the device. In addition, the pacing threshold increased to 3 volts. The physician elected to reprogram the rv lead tip to coil and continue the monitor the patient closely. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered , and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that beginning (B)(6) 2014, the sensing integrity counts up to 3938 with multiple non-sustained tachycardia episodes collected with lead noise oversensing. On (B)(6) 2014, the right ventricular (rv) lead pacing lead impedance measured 1140 ohms. The rv lead integrity alert (lia) occurred on (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.